Manufacturer narrative:
(B)(4) hydrophilic tip detached exposing the tip of the metal corewire. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp). Procedure date is unknown. According to the complainant, during the procedure and outside the patient, the hydrophilic tip detached, exposing the tip of the metal corewire. The procedure was completed with another hydra jagwire guidewire. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.